Event description:
It was reported to medtronic minimed that the the the the customer received pump error 53 (software error detected), the customer received pump error 15 (the critical block and inverse critical block did not add to zero.).the customer received pump error 23 (post-reset ram crc alarm) and loss of communication between insulin pump and transmitter and the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed . The customer was guided to clear the alarms, rewind the pump, and perform a self test, which passed. However, pump error 53 persisted, preventing the pump from pairing with the transmitter. Customer was advised to discontinue use of the device, and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will not be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement and self-test. No unexpected pump error 53/23/15 alarm noted during testing. Successfully downloaded history files and traces using thump. (2) pump error 53 alarms found in the pump history file/trace on 28-jul-2025 at 14:14:02 and 14:16:48. Pump error 53 alarm due to hardware error (line number 442 file number 38). Pump error 23 alarm found in the pump history file/trace on 28-jul-2025 at 12:05:11. Pump error 23 alarm due to hardware error (line number 442 file number 38). Pump error 15 alarm found in the pump history file/trace on 28-jul-2025 at 12:05:09. Pump error 15 alarm due to hardware error (line number 442 file number 38). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection:¿cracked keypad overlay and scratched case. Pump error 53/23/15 alarm due to hardware error. Customer alleged not confirmed for pump unable to pair to the transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.